Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.

Event description:
Uneventful implantation with excellent position. Chest pain several hours after implantation and hemopericardium discovered the following morning. Patient sent to surgery where the device was removed and a 4mm laceration in right atrial wall and 1mm laceration in aortic root were discovered.